Manufacturer narrative:
Concomitant medical products: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient stated the device had not worked and the leads were not hooked up. However, the hcp believed the leads were still hooked to the implantable neurostimulator (ins). The hcp thought the patient indicated the therapy never really helped her, but she was not certain. The patient reportedly just wanted the device taken out. An MRI of the patient's shoulder was planned. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Additional information received from the hcp reported the patient first started experiencing the device not working and the leads becoming unhooked on (B)(6) 2015. Impedances were taken and troubleshooting included using the remotes. Replacing the leads and devices was discussed, but not planned. The cause of the issue was allegedly running the remote at elevated levels. See manufacturing report #3004209178-2015-22373.